Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no related previous repairs. The customer complaint was confirmed by checking the alarm history and it was verified. The root cause of the issue was worn out clutch parts. The device was repaired by replacing the left, and right clutch, worm gear, worm coupling, and motor. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Event description:
The customer returned the product for a travel coarse error not during use. During device evaluation, a travel coarse error was confirmed. There was no patient involvement and, harm.